Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure on (B)(6) 2023, the medical team reported that in a procedure in (B)(6)2022, during an atrial fibrillation ablation case, a thrombus near the tip of the ablation catheter was noted. Aspiration of the thrombus was performed and the case was closed. The patient was followed for 1 year and there were no clinical complications reported.